Event description:
It was reported that, during the procedure, two separate fibers malfunctioned by making a loud stating sound while the fiber was being used. Both fibers were from the same lot number. The fibers were blown at the time of the noise, and the debris shield was checked at the time the noise was heard. The fibers were replaced, and the procedure was completed using the third fiber. There were no patient complications. Analysis of the returned fiber identified there was a fiber body break and the fiber was received in two pieces. This report is for the second fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection of the fiber found the fiber was received in two pieces. A break in the fiber body occurred resulting in the connector being separated from the fiber body. The fiber tip was also degraded. The connector exhibited burn marks on the connector face. The fiber was functionally tested. The aim beam could not be seen due to the fiber break. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. It is likely that procedural handling of the device during set-up and use contributed to the fiber break.